Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed a total hip arthroplasty using the summit hip system, it was noted that the patients femur was broached up to a size 7 stem and trailed. The surgeon asked to open a size 7 hi summit stem and was threaded onto the 2 piece threaded stem inserter. The stem was inserted into the femur until the surgeon felt it was at the appropriate position. When the surgeon attempted to unthread the inserter from the prosthesis it would not un-thread, it stuck. It took 10-15 minutes with several attempts to get the inserter off of the prosthesis. The surgeon was concerned that the product or the instrument could be defective. It appears to the sales rep that the inserter and implant could have crossed-threaded and became stuck.